Manufacturer narrative:
(B)(4). Internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed since the mitraclip was difficult to remove from the chordae and a torn chord was noted. It was reported that this was a mitraclip procedure treating mixed functional and degenerative mitral regurgitation grade 4+. One mitraclip was successfully implanted with no issues. A second clip delivery system (cds) was advanced to the mitral valve and became caught in the chordae. Standard trouble shooting was performed to fully remove the device from the chordae; however, a torn chord was noted while doing so. This mitraclip was successfully implanted in the intended area of the mitral valve, reducing the mr to trace and stabilizing the torn chord. There was no evidence of leaflet flail. There was no adverse patient sequela and there was no clinically significant delay. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated, and a definitive cause for the reported clip becoming caught in chordae (difficult to remove) could not be determined. The reported tissue damage was a result of the clip becoming caught in the chordae and is therefore related to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.